Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/compromised force sensor system test. Motor passed motor test. No motor error alarm. Unable to confirm motor position encoder error alarm due to erased history file. No excessive no delivery alarm noted. Insulin pump received with minor scratched display window. Device received cracked case display window corner. Device received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip. Insulin pump received with cracked reservoir tube. Device received with cracked belt clip slot. Device received missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 425 mg/dl. Found no delivery and motor error alarms in history. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.